Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels and low battery alerts. The customer's blood glucose level was reported to be 586mg/dl. The customer's most current level was reported to be 242mg/dl. It was reported that the customer treated with manual injections and pump. Troubleshoot was reported to be conducted. It was reported that the customer would be sent replacement battery cap.